Event description:
It was reported a health care provider (hcp) had a ¿couple of patients¿ whose pumps had flipped. It was reported each time they came for a pump refill the hcp had to manually flip their pump. It was stated, ¿the pump is so loose¿. No further patient, event or device information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).